Event description:
On (B)(6) 2003, the device was implanted via v-p shunt to the patient with sah (B)(6). The initial setting pressure is unknown. In 2005, the patient developed a chronic subdural hematoma. The surgeon tried to change the setting pressure by the programmer but he could not. He used neodymium for changing and then the patient¿s condition improved. After that, the patient had brain contusion due to a fall and the enlargement of the ventricles was also confirmed. Since the device was found occluded and dysfunctional through contrast radiography, the revision surgery was conducted on (B)(6) 2015 and the device was replaced with 82-3842 at 180mmh2o. The patient¿s condition is being followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: it was noted that the silicone housing was torn/cut around the siphon guard, and over the valve mechanism, it was also noted that the proximal connector has come away from the valve and is no longer connected. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. It was not possible to irrigate the valve due to the damaged proximal connector. It was not possible to pressure test the valve due to the damaged proximal connector. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. The root cause of the programming problem is due to biological debris found on the spring pillar, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause of the tears/cut in the silicone housing could be due to the patients fall, however this could not be determined. The root cause of the dislodged proximal connector could be due to the patients fall, however this could not be determined. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 28th march 2002. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.